Event description:
On (B)(6) 2012, customer reported that the dxc 600i generated erroneously elevated accutni results within the risk stratification range for 2 patients. The erroneous results were reported out of the laboratory. Customer stated that due to a new procedure in place, from the last time they had an erroneous result, the patients were held and re-drawn. The samples were then run on the same and alternate dxc instruments. Customer stated that the reports were amended with the redrawn results. There was no death or injury associated with this event. Beckman coulter (bec) reviewed 3 levels of the customer supplied accutni quality control (qc) data from (B)(6) 2012. All accutni qc values for the three levels were within the customer's established ranges for the timeframe provided. Bec reviewed the customer supplied accutni calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable %cvs. Bec reviewed passing system check performed prior to the event on (B)(6) 2012. Precision run (n=10) at 0.04 ng/ml was within expectations. Field service engineer (fse) inspected the instrument on (B)(6) 2012 and ran a system check and the instrument failed washed cv. Fse noted that the aspirate and dispense probes were dirty and there was a kink in the substrate probe tubing. Fse replaced all aspirate, substrate, and dispense probes. Fse replaced all peripump tubing. Fse primed and reran system check. All results were within service specifications. Fse ran high sensitivity tests via hardware verification procedure, and (B)(4) passed, and qc were acceptable. The service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer's qc record.